Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a left tka infection, debridement and poly exchange.